Event description:
Caller reported that the tube was in patient use for 13 days and the patient noticed that the cuff was not holding air. The caller reported that the patient was not able to use ventilation at night. The caller reported that the tube was immediately removed and exchanged. The caller reported that patient placed a new 6cst in herself.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report. (B)(4).